Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(4), during a transfemoral tavr procedure, difficulties were encountered during the insertion of a 14fr. Esheath. The distal tip of the sheath got stuck in the abdominal area. The esheath was removed. The tip of the sheath was observed to have an ¿uneven¿ area and the tip was ¿torn¿. A new esheath was prepared and insertion into the patient was completed. The sapien 3 valve was successfully deployed and the tavr procedure was completed. The valve remains implanted in the patient. The access vessel minimum luminal diameter (mld) measured 5.5mm with moderate vessel calcification and moderate vessel tortuosity reported. The esheath and delivery system were discarded by the facility following the procedure and are not available for evaluation. Photos of the esheath following removal were provided for evaluation. Preliminary review of the device photos indicated the distal tip was split. Per medical opinion, the esheath got stuck on the vessel calcification and the tip was torn.

Manufacturer narrative:
Additional information: evaluation codes; narrative text. The esheath was discarded at the facility following the procedure. Photographs of the esheath post procedure were provide for review. The complaint sheath appeared to have a sheath distal tip split. Lot history review revealed no other similar complaints. Complaint history review from march 2018 through february 2019 for the edwards esheath introducer set (all models and sizes) revealed other similar returned complaints for sheath distal tip ¿ split and sheath shaft ¿ insertion difficulty in patient. No potential manufacturing non-conformances were found in the returned samples of the similar complaints. Review of complaint history revealed that the occurrence rate did not exceed the february 2019 control limit for the appropriate trend categories. A device history record (DHR) review of the work orders was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing related issues that could have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. During manufacturing, the esheath tip undergoes visual inspection under 8x to 20x magnification for proper scoring. The esheath undergoes 100% visual component inspection. In addition, product verification (pv) testing is performed on a sampling plan that includes visual inspection for any damage and post-expansion tip fragment verification. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaints for sheath distal tip ¿ split and sheath shaft ¿ insertion difficulty ¿ in patient were confirmed based on the imagery provided. However, since the device was not returned, engineering was unable to perform any visual, function, or dimensional testing. Therefore, the presence of manufacturing nonconformance could not be determined. Review of lot history, DHR, and complaint history provided no indication that a manufacturing non-conformance would have contributed to the reported event. Furthermore, a review of manufacturing mitigations supports that it is unlikely that a manufacturing non-conformance was the source of the complaint. Per the report, the esheath ¿got stuck at the calcification vessel and the tip was torn (split)¿. The observed distal tip damage indicates the sheath may have encountered calcification during insertion and advancement. Available information suggests procedural factors (manipulation of the devices), in addition to patient factors (moderate vessel calcification) may have contributed to the insertion / advancement difficulties and damage to the sheath distal tip. No labeling or IFU/training inadequacies have been identified and review of the complaint history for february 2019 revealed that the occurrence rate did not exceed the control limits for the applicable trend categories. Therefore, no corrective or preventive actions are required at this time.